Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted no obvious defects. Evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications precautions for use since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4).

Event description:
It was reported that no urine outflow was observed after placement. The catheter was inserted into the patient after surgery. Then, the patient was transferred to a hospital. After he/she was transferred to a hospital, still no urine outflow was observed. The catheter was replaced, and urine outflowed into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that no urine outflow was observed after placement. The catheter was inserted into the patient after surgery. Then, the patient was transferred to a hospital. After he/she was transferred to a hospital, still no urine outflow was observed. The catheter was replaced, and urine outflowed into the bag.